Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs revealed total power failure, abnormal restart and internal battery inoperable empty alarms events in the device. The total power failure and the battery alarm events were due to a depleted internal battery. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the internal battery depletion was a result of device set-up issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure was due to a defective internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.